Manufacturer narrative:
The device history record (DHR) review was not performed as there was no allegation of malfunction.

Event description:
The valve appeared totally normal. There was an area of perivalvular leak. No obvious pannus or clot could be identified. The valve was excised. There was nothing on the inferior aspect of the valve to explain any malfunction or leak. There was one area on the perimeter of the valve that had a small perivalvular leak. There were no complications reported.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a valve was explanted after 16 years, eight (8) months, due to periprosthetic leak. The valve was excised and replaced with a 23mm bioprosthesis. Following the surgery, the patient was taken to the intensive care unit.

Manufacturer narrative:
Unfortunately, there is insufficient information available to determine the root cause of this event. The device has not been returned for evaluation. Requests for additional information have been performed. It any new information becomes available, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that this mechanical aortic valve was explanted after an unknown implant duration. The failure mode is unknown. No other details are available at this time.